Event description:
The hospital staff reported that the device allegedly displayed a "flatline" electrocardiogram following a defibrillation countershock. There were no adverse effects to the pt as a result of the reported event.